Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump input a bolus for 400 grams of carbohydrates without user request. The bolus was not delivered. Tandem technical support reviewed pump data and did not confirm the reported issue. There was no adverse impact to customer's blood glucose level.